Manufacturer narrative:
(B)(4). The reported complaint that "there was blood in the pipeline" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in blood entering the helium pathway. The bladder was also noted damaged and punctured by the damaged central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. An investigation within the company has been initiated to further investigate the issue. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "after the implantation of the counter pulsation catheter, approximately 5 minutes after the pump was activated, there was blood in the pipeline. The counter pulsation catheter was promptly withdrawn, and it was found that the balloon ruptured and the soft hard junction of the central cavity of the balloon was disconnected". As a result, a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
The report states "after the implantation of the counter pulsation catheter, approximately 5 minutes after the pump was activated, there was blood in the pipeline. The counter pulsation catheter was promptly withdrawn, and it was found that the balloon ruptured and the soft hard junction of the central cavity of the balloon was disconnected". As a result, a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
The report states "after the implantation of the counter pulsation catheter, approximately 5 minutes after the pump was activated, there was blood in the pipeline. The counter pulsation catheter was promptly withdrawn, and it was found that the balloon ruptured and the soft hard junction of the central cavity of the balloon was disconnected". As a result, a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".